Manufacturer narrative:
Reportedly, an occlusion alarm had occurred due to a non-tandem infusion set cannula becoming kinked. The infusion set brand and manufacture was not provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred due to a non-tandem infusion set cannula becoming kinked. The infusion set brand and manufacture was not provided. Customer's blood glucose level was over 500 mg/dl. Bg was addressed via a correction bolus. Reportedly, the customer changed the infusion set and resumed insulin successfully.